Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. It was further reported that the right ventricular (rv) lead exhibited suddenly high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6945 implantable tachy lead 1999 (B)(6). (B)(4). Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.